Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during the basic occlusion test due to protruded drive support disk. The pump was unable to perform the occlusion, prime and excessive no delivery test or verify motor error alarm due to protruded drive support disk. The motor passed motor test. The pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, stained end cap sticker, and stained address number label. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.